Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. It was reported that the pipeline flex fell into the aneurysm due to the patient's anatomy and the interventional technique. The aneurysm neck size was not provided, however, based on the image provided, the neck of the aneurysm was longer than the length of the pipeline flex device used. Per the pipeline flex instruction for use: choose a pipeline¿ flex embolization device with labeled length that is at least 6 mm longer than the aneurysm neck. Same event as reported in MDR MFR: 2029214-2016-00321, 2029214-2016-00323, and 2029214-2016-00324.

Event description:
Medtronic received information that a pipeline flex fell into an aneurysm and was left in the patient. The patient was undergoing a flow diversion treatment to embolize two adjacent tandem, giant, wide-necked, fusiform aneurysms located in the internal carotid artery. The physician intended to implant multiple pipeline flex devices to embolize the two fusiform aneurysms. It was reported that in the beginning of the procedure, the physician had difficulty in delivering a competitor¿s microcatheter to the distal of aneurysm. The physician made 3 loops with the microcatheter inside the giant aneurysm and managed to deliver the microcatheter to the middle cerebral artery (mca). A guidewire was used to replace the microcatheter with marksman. In order to straighten the marksman inside the aneurysm, a stent retriever was deployed at the mca, and marksman was pulled back. The flexure was removed slightly and stent retriever was removed as well. The first pipeline flex (ped-350-35) was then deployed at 8mm distal of the giant ophthalmic aneurysm. The second pipeline flex (ped-400-35) was delivered to the mca, removed the protection sleeve, and the physician felt resistance when he attempted to pull back the whole system through the first pipeline. At about the same time, the physician noticed the marksman tangled and knotted inside the aneurysm. The system could not be pulled back but the delivery pusher was able to be pushed, so the physician deployed the second pipeline from mca. The marksman and delivery pusher were removed from the patient. The physician was able to access the proximal end of second pipeline that was floating inside the aneurysm with a competitor¿s microcatheter and a guidewire. The physician managed to deliver the third marksman. The third pipeline flex (ped-425-35) was delivered to the mca. When the physician attempted to remove the protection sleeve, he noticed the marksman was knotted and tied the proximal first pipeline flex (ped-350-35). The devices could not be loosened by pushing and pulling the system and the first pipeline flex was tied completely. The physician decided to remove whole pipeline system from the patient. Since the system could not be pulled back into sheath, the physician brought the system back to the punctured area at the thigh in tandem with guiding sheath. Then a surgeon was called to dissect the punctured area in order to remove the system. The system that was removed consisted of the third pipeline that was partly deployed and the first pipeline was tied with the marksman. The second pipeline flex device fell into the aneurysm and is remained in the patient. No patient complication was reported as a result of this procedure. Since the aneurysms were not treated, an intracranial bypass surgery was planned one week from this event. The physician stated this event was not associated with the devices but totally with the interventional technique.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.